Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034802 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1034802 and test base part number 190-430 / lot 1034802. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously investigation. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is 0.01%. In additional, the current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is 0.02%. Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the ID now covid-19 assay performed (B)(6) 2021 on a polyester nasopharyngeal swab and generated positive results. The customer reported repeat testing was performed with the ID now covid-19 assay on (B)(6) 2021 on a polyester nasopharyngeal swab and again generated positive results. The customer reported that a new sample was collected and rechecked with ID now and generated negative results. The customer recollected a new nasopharyngeal sample eluted in viral transport media (vtm) and performed on rt-pcr (labturbo system) for confirmation. The rt-pcr result was negative. No abnormalities were observed in the sample. The customer reported that the patient had no symptoms. There was no delay or impact in treatment and no injury.